Event description:
A female consumer reported an event with band aid bandage tough strips waterproof extra large. On (B)(6) 2022 the consumer used the product to cover her wound. On (B)(6) 2022, the consumer experienced skin tear and bleeding following product use. The symptoms did not improve after the consumer stopped using the product. The patient went to an urgent care and received treatment to cut the skin off and was advised to use ointment and gauze for additional treatment. The consumer is still experiencing the symptoms. This is 1 of 3 med-watches being submitted as three devices were involved in this event. See medwatches 8041154-2022-00017; 8041154-2022-00018. The same patient is represented in each medwatch.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab tough strips waterproof ex lg 10s USA 381370055662 8137005566usa, lot number 3261b. UDI #: (B)(4); upc #: 381370055662; lot #: 3261b; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on nov 22, 2021. (B)(4). This is 1 of 3 med-watches being submitted as three devices were involved in this event. See medwatches 8041154-2022-00017 & 8041154-2022-00018. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.